Event description:
The customer reported that the system turns on, but does not display an image. The field engineer noted that it was an intermittent issue. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the sys and found a cable needed to be replaced and provided the customer a repair quote, but no conclusion can be drawn as repair info is not available.